Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2020, and suture was used. During the procedure, the suture got detached from the needle, causing the patients' postpartum perineal edema. Another like device was used to complete the procedure. Additional information was requested.